Manufacturer narrative:
Attempts were made to obtain complete event and patient information. Additional information was not provided. The event of system explant, due to ineffective stimulation. And patient needing MRI was reported to abbott. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The UDI is not provided as the device was manufactured prior to the requirement. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2021-00389, 1627487-2021-00390. It was reported that the patient's scs system was explanted on an unknown date due to ineffective therapy and so that the patient could undergo an MRI. No further information was made available at this time. Since it is not known which device contributed to the issue, all possible devices are being reported on.